Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a trial was attempted on (B)(6) 2016. Reportedly, the physician was unable to advance the lead into the proper location due to hardware from previous surgeries and a laminotomy. As a result, the case was aborted.